Event description:
A report was received that the patient could not feel the stimulation in the left side of the body. The patient underwent a revision procedure wherein a percutaneous lead was added.